Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was implanted during a pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, when implanting the device inside the patient with difficult anatomy, the needle was stuck in the ligament. The physician then decided to cut the suture and leave the needle in the patient. According to the physician, this event was a procedural issue and not a device defect. A different manufacturer's device was implanted to complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.